Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to lack of use, as it was not beneficial and was bothersome to the patient. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.